Manufacturer narrative:
This report is submitted on january 05, 2023

Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2022 (specific date not reported) and was placed under general anesthesia on (B)(6) 2022 to undergo an integrity test.